Event description:
The customer contact reported that while operating on ac power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time in the operating room, the device was programmed for a continuous delivery of ropivacaine 0.2% at a rate of 10-12ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the device powered off without sounding an audible alarm tone. The device was removed from clinical use. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device powered off by itself without sounding an audible alarm tone while operating on ac power. Though requested, no additional info was provided, including if therapy was resumed using a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.